Event description:
It was reported by the rep the device was used during a prostatectomy. It was reported the clip applier misfired. Both clip appliers misfired. A third applier was used to finish the case. There was no consequence to the pt. 08/02/1998 the rep said the clip appliers appeared to jam. On one, the housing at the end of the applier appeared to be out of clips.